Event description:
It was reported that a patient experienced a worsened umbilical hernia coincident with peritoneal dialysis (pd) therapy. The cause of the worsened hernia event was reported to be due to not having the mesh put in during an initial hernia repair surgery. The patient was hospitalized on the same day as onset of the event. One day after onset of the event, pd therapy was discontinued and the patient was switched to hemodialysis to promote healing. Nine days after onset, a surgical hernia repair with mesh implant was performed as treatment for the event. The patient was discharged twelve days after admission and was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.